Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific issue. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All information was investigated based and, a cause for the reported single leaflet device attachment (slda) cannot be determined. The reported mr is suspected to be related to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat grade 4 degenerative mitral regurgitation (mr), reducing mr to grade 1-2. On (B)(6) 2020, echocardiogram was performed, and it is suspected the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) as mr increased to 4. No additional information was provided.

Event description:
Subsequent to the previously filed reports, the following information was received. On (B)(6) 2021, a second mitraclip procedure was performed to stabilize the single leaflet device attachment/slda clip. Two clips were successfully implanted without issues. Mr was reduced from 4 to 1-2. No additional information was provided.

Manufacturer narrative:
All information was investigated. And based on the information provided, the unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication, of a product issue with respect to manufacture, design or labeling.